Manufacturer narrative:
This product was manufactured in switzerland and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -11.5 diopter, in the patient's left eye (os), on (B)(6) 2004. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
The lens was returned in a micro centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).